Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the bulkhead connector on the system was pushed in on the panel. The manufacturer representative was having difficulty getting the navigation system and imaging system to communicate. The representative bypassed the bulkhead connector and plugged the network cable directly into the computer and communication between the two systems occurred. There was no patient present when this issue was identified.